Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in anatomy was due to procedural circumstances. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 4614. Codes added: health effect- impact code: 4641.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip had anatomical interaction with chordae. Echocardiography revealed rupturing of chordae tendinea while an attempt was made to grasp the leaflets. Since, the leaflet insertion was satisfactory the clip was deployed at anterior and posterior leaflet 2(a2p2) along with the chordae. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay.